Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested, during patient use. The bag/vent switch was toggled again to initiate manual mode. There is no report of patient injury.